Manufacturer narrative:
The reported field event of a longevity anomaly was confirmed. The cause of the anomaly was due to premature battery depletion. No sources of high current were found in the hybrid. The battery was analyzed and found in conformance. The cause of the premature battery depletion could not be determined.

Event description:
Prior to explant, the device was interrogated and the longevity estimate given was higher than was expected. Although there was no allegation of premature battery depletion, the cause of the discrepancy in longevity estimates was not known. The device was explanted and replaced, and the patient was stable following the procedure with no adverse consequences.